Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of inability to connect to the device was confirmed. Based on the information provided, it was determined that the device entered bluetooth (ble) lockout. The lockout was due to attempts made to connect to the device outside of the patient application, using the phone¿s bluetooth settings. No anomalies were found.